Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "a patient receiving a 20 ml (200mcgs) bolus of pca fentanyl (1000mcgs fentanyl in 100mls saline) instead of a 20mcg dose (2mls). The incident happened on night duty when an empty bag was replaced and when they checked the program a 240mcgs 4 hourly limit was missing from the program. Both staff members didn't know how to change the program so sought help from ICU. The ICU nurse when reprogramming pump must have selected ml instead of mcgs. They asked the patient to press the button and thankfully remained with patient and noted that the dose took longer than normal, the patient loc deteriorated. Urgent medical attention was sought with administration of naloxone to reverse the opioid. The patient responded well and is fine. However this was a very dangerous incident that could have resulted in a tragic outcome. The reporter ((B)(6)) noted this was most likely a nurse error not a pump problem highlighting the need for education of our nursing staff. The nurse looking after the patient the day before said there was a pump problem in that the pump had a lockout of 1 hour and 20 mins and had to be reprogrammed. On investigation of the pca chart I feel that the patient had reached her 240mcg 4 hourly dose limit and thus the machine wouldn't give another dose. Unfortunately I think the nurse then tried to change the program and then left out the 4 hour limit which led to the other incident as they tried to reinsert the 4 hourly limit on night duty. Unfortunately the pump number was not recorded or set aside to check. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "